Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: on investigation, the keypad was intact and all keys are responded normally. Investigation did not duplicate the complaint. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for further investigation and revealed evidence of internal moisture on the printed circuit board and internal components. Unrelated to the original complaint, the display screen was noted to be discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.